Event description:
The customer reported a motor error alarm during a bolus. The customer stated that she had an MRI scan, but she doesn't know if the insulin pump was exposed. Troubleshooting was performed and the insulin pump failed the displacement test. Advised that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to an out of phase motor encoder signal. Unable to conduct the displacement test due to the motor error alarm.